Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08425.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08425. It was reported the pt is experiencing insufficient stimulation coverage in her low back. The pt will consult with her physician regarding possible surgical intervention to address the issue.